Manufacturer narrative:
Physio-control replaced the system pcb assembly and user interface pcb assembly. Proper device operation was then observed through functional and performance testing. After repair the device was returned to the customer for use.

Manufacturer narrative:
(B)(4) physio-control evaluated the device and verified the reported failure. Physio-control observed a failure of the device's system pcb assembly. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to a physio-control service representative that the customer's device did not complete its self-test. After powering up, the display froze. The device's service indicator led was illuminated. There was not patient use associated with the reported event.